Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, high capture threshold and the patient experienced syncope. A chest x-ray was performed and no abnormality was noted. The patient will follow up with the implanting physician. No adverse patient effects were reported. This ra lead remains in-service.